Manufacturer narrative:
Manufacturer's investigation conclusion: the report of full battery depletion that resulted in a pump stop was confirmed through the analysis of the submitted log file. On (B)(6) 2019 at 5:38:48 pm, the low power advisory alarm was triggered to indicate that less than 15 minutes of power remained on the external 14v batteries. It was noted that the advisory escalated to a low power hazard alarm several times (at 5:47:30 pm, 5:47:52 pm and 5:50:01 pm), when one of the power cables were disconnected causing the system to be supported by one slightly depleted battery. Starting on 6:31:22 pm, one of the power cables were disconnected, causing a low power hazard alarm. Approximately 1 minute afterward (6:32:33 pm), a no external power alarm was observed. It appeared that the other power cable was disconnected. The system was supported by the system controller¿s backup battery (ebb). The no external power alarm resolved a second later when one of the power cables were reconnected to battery power. However, the system continued to alarm for low power (from (B)(6) 2019 at 6:32:43 pm to (B)(6) 2019 at 12:08:52 am). On (B)(6) 2019 at 12:09:07 am, a no external power alarm was captured, and the system was supported by the ebb. It appeared that the external batteries had depleted. The system was supported by the system controller¿s backup battery until it also depleted and the pump ultimately stopped at 2:29:23 am. Per design, an intentional pump stop was captured at this time to prevent the system from trying to restart on the depleted backup battery. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. Once power was restored to the system controller in the form of charged 14v batteries, the controller clock corrupt alarm was triggered. Per design, when power is completely removed from the system controller, the clock defaults to 01jan2000 at 0:00:00. Approximately an hour and 24 minutes elapsed before this alarm resolved when the clock was set to (B)(6) 2019 at 5:05:11 pm. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further reported issues. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was drunk and as a result they completely unloaded the system on (B)(6) 2019. From the afternoon hours, the batteries switched completely pointless. Despite the alarms, it led to the discharge and shutdown of the hm3 system. The patient was found by a neighbor who called an ambulance and the patient was taken to the nearest hospital. It is not known exactly how long the system did not work. There was a reported typical advisory alarm and as a result a hazard alarm. As of (B)(6) 2019 the patient status was communicated as full contact without any neurological or pump problems after several hours (about 13) of the pump being stopped. No further information was provided.